Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cord plug was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that after fluoro, the system would give off a beep and kept acting like it was fluoroing, even though it wasn't. There is no report of pt injury.